Event description:
Mr contacted our customer service and stated that the heating pad was too hot on the low setting and it caused three burn spots on her skin. A follow up call was placed to mr and she stated that the incident had happened a couple weeks prior to her call and that she had fallen asleep with the unit turned on. She did not know how long the unit was on. She did find three small burns on her leg, she stated that they were not too bad and had already healed by the time of the call. She stated that she did not seek medical attention and that she did not feel it was necessary. She agreed to return the unit for evaluation and a refund.